Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for PMA/510(k) as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. This report is being filed on an international product, model number 72111-01 which has a similar product distributed in the u.s., model number 71953-01.  All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button press and test strip insertion. Due to this, they were unable to monitor glucose and experienced dizziness, a seizure, and a loss of consciousness. The customer's blood sugar was measured (result unspecified) and the customer was treated with insulin injection (dose/type unknown) by a healthcare professional. There was no report of death or permanent injury associated with this event.